Event description:
During an atrial fibrillation procedure, puncture was performed at the left inguinal region and the introducer was inserted. The non-abbott catheter manufactured by johnson & johnson was inserted and mapping was performed. There was no issue at the beginning, but as the procedure progressed, blood leaked from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leaks.